Event description:
This event was captured based on literature review. It was reported that a prospective, non-randomized study was conducted in two centers in india. 50 patients with de novo calcified coronary lesions were enrolled. Patients were treated with orbital atherectomy systems (oas) followed by stent placement. 55 drug-eluting stents were implanted in 49 of the patients. Of the 55 drug- eluting stents, 2 were unspecified xience v stents. Clinical outcomes of the trial were as follows: 1 patient: cardiovascular death; 7 patients: non q-wave myocardial infarction; 2 patients: target lesion revascularization (tlr); 6 patients: dissection; 2 patients: perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Date of implant estimated. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. The additional adverse patient effects referenced are being filed under a separate medwatch report number.